Event description:
Two failed bravo deployments on the same patient during endoscopy procedure. First attempted deployed capsule however upon entry with the endoscope, the capsule was noted to be in the stomach. Second attempt did not deploy the capsule correctly, however the pin did fire it did not detach from the introducer device. Third attempt deployed correctly and was confirmed with endoscopy. Capsule deployed at 33 cm from incisors as the first two attempts were at 32 cm and wanted to have a slightly different location for deployment.